Manufacturer narrative:
Date of event was reported as (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they recharging their implantable neurostimulator (ins) too frequently. There no medical procedures noted related to the issue but the patient did have a fall down the stairs around the same time. The patient went from recharging once every 1.5-2 weeks to charging every day. The issue was noted as intermittent. The patient then had a surgical revision to replace the ins from which they completely recovered. Additional information received from the manufacturer¿s representative on march 15, 2016 reported that the patient¿s ins was depleting quickly which occurred a ¿few months¿ prior to its replacement. It was noted that they had depletion issues similar to the ins being charged to 50-75% (when they went to bed) and when they woke up it was empty. Follow up information reported that the patient had worked with multiple manufacturer¿s representatives for the issue. It was noted that the patient was recharging once per week prior to surgery. The physician decided to go with replacing the ins device as it was 8 plus years old. It was not replaced because it was thought to be faulty but rather due to the age of the device. The indications for use for the implanted device were noted as spinal pain and radiculopathy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.